Event description:
It was reported, the stimulation became uneffective. At follow up, the physician tested the impedances and found them all > 4000 ohms. The lead was explanted and replaced. No further patient complication reported.